Event description:
Information was received that this lv lead was removed due to device erosion or infection. Preoperative and postoperative diagnosis was listed as persistent (B)(6) bacteremia, presumed crt-d infection. Patient description: nyha fc iii and IV ischemic patient with lvef < = 35% if qrs is > = 120 ms, 40 days after mi and 3 months after coronary intervention.